Event description:
Information was received that provocative testing was performed and the noise was not reproducible.

Event description:
During an in-clinic follow-up, electromagnetic interference (emi) was observed on the right ventricular (rv) channel of the device. Technical support was contacted where they also observed myopotential oversensing. No intervention has been performed. The patient was stable and will continue to be monitored.